Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 2-3, a posterior prolapse, anterior flail, dense chordae, and thin leaflets. An xtw clip was inserted, and grasping was performed. It was noted that both grasping and capturing of the leaflets was difficult. After the clip was closed, the posterior leaflet slipped out, resulting in a perforation on the posterior leaflet. Therefore, the clip was removed, and the procedure was discontinued. Mr remained at a grade of 2-3. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported positioning failure (leaflet grasping - clip not implanted) and positioning failure (leaflet capture - clip not implanted), associated with difficult grasping and capturing the leaflets, appears to be due to challenging anatomy (i.e., posterior prolapse, anterior flail, and thin leaflets). The reported tissue injury (leaflet perforation) was due to the loss of leaflet capture on the posterior side. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.